Event description:
It was reported that the customer received a failed battery test alarm as well as a no delivery alarm. It was also reported that the customer's insulin pump would shut off. Troubleshooting for the failed battery test occured. Customer denied troubleshooting for the no delivery alarm. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump failed battery test, due to corroded battery cap contact and battery tube. Unable to verify excessive no deliver alarm, due to failed battery test. Insulin pump received cracked case at display window corner and reservoir tube lip.